Event description:
The pt's fiance contacted zoll lifecor customer support to report a burning smell from the pt's battery charger. The fiance reported that the charger and battery pack were partially melted and the touchscreen on the charger was no longer working. The pt was provided with a replacement charger and battery pack.

Manufacturer narrative:
Device manufacturing date: battery charger (B)(4). Battery pack (B)(4) - 02/2009. Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem was confirmed. The initial visual inspection of the charger found the battery connector contacts were charred. When the charger was disassembled several more components were found to be visibly charred on the circuit board directly beneath the battery connector. There was residue surrounding the battery connector and the charred components that appears to be dried liquid. The likely cause of the overheating was liquid ingress into the charger. The source of the liquid has not been identified. Battery pack (B)(4) has not yet been returned for eval. No adverse event resulted from the damaged charger. The pt was provided with a replacement charger and battery pack.